Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. After about 3 minutes use, the ptfe pad of the device was separated. The procedure was completed with a different device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad had partially peeled from the jaw. There were contact marks on the surface of the probe and jaw. The MFR record was reviewed with no irregularities. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a med device report in an abundance of caution.